Event description:
It was reported that during the implant procedure, the lead could not advance through the vessel due to patient anatomy. It was noted the physician forcefully rotated the lead in an attempt to advance further and the helix extended. The lead was explanted and the tissue from the helix was removed. The physician then attempted to retract the helix but a portion of the helix could not be retracted. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.